Event description:
During a routine device exchange, episodes of noise resulting in oversensing and a loss of cardiac pacing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable.